Event description:
It was reported that the fiber optic ureter probe's glass fiber broke off inside the patient during a case. The physician was trying to locate the ureters when the malfunction happened. Despite x-ray and urology were utilized, it was not sure all the pieces were recovered because it is not radiopaque. Other light instruments were not available to use. It was unknown if there was any injury to the patient.

Manufacturer narrative:
Several attempts were performed to obtain for additional information and product for evaluation. Once the evaluation is completed, a supplemental report will be submitted ot the FDA. The reported complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The reported device was not returned despite multiple attempts were made to retrieve product for evaluation. Device history record could not be reviewed because there was no information on the lot/batch was provided. Thus, the exact root cause of the issue could not be determined without the actual device. If the reported device would be returned in the future, further evaluation would be performed and a supplemental report would be made to the FDA. This complaint will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).